Event description:
The customer reported that the system is displaying low ma and kv errors. No patient injury was reported.

Manufacturer narrative:
The ge service rep troubleshoot the problem reported and found the hi-voltage cable causing kv on in error. He removed and replaced the hi-voltage cable. The rep performed a filament calibration. The machine works as intended.